Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 492 mg/dl which was treated with bolus. It was not confirmed whether the auto mode feature was active at the time of incident. Customer declined to troubleshoot for high blood glucose. Customer will continue to use the product.